Manufacturer narrative:
Investigation pending.

Event description:
The distributor reported a false negative hcg result using a hcg cardinal health rapid test hcg combo 30t test. The distributor stated this caused a "major issue for the patient." No additional information was provided.